Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to duplicate the reported issue. The cause was isolated to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device would not power on, when attempted. In this state, the need for therapy could not be determined, if it were needed. There was no patient use associated with the reported event.